Manufacturer narrative:
(B)(4). Date sent: 6/01/2026. D4: batch #unk. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: 1. Did the tissue sticking to cartridge after firing? 2. Or was the device locked on tissue with the jaws closed? Yes. 3. If yes, what steps were taken to open the jaws. Unknown. 4. If the jaws could not be opened, how was the device removed. Cut off the tissue and remove the device. 5. Could you please clarify if there were any patient consequences? No. 6. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. A manufacturing record evaluation was performed for the finished device batch number of 821d40 / 11gcflgb, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the pinning surface of the nail compartment could not be separated from the mucosal tissue in the intestinal lumen after firing. Changed to a new one to complete the procedure. No additional information was provided.